Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed errhwbbt. No additional patient or event information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver data log was downloaded and reviewed and a screen error alarm and hardware errors were observed. The reported event of the receiver displaying hwbbt was confirmed. The root cause was determined to be a bad receiver battery.